Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that a box of infusion sets are defective. Caller reported that two infusion sets broke during insertion. She says that one broke during the insertion, because the plastic part of the patch didn't detach properly, she tried to do it by herself by pulling it, but the cannula came out, while the adhesive patch remained attached. The second one broke before the insertion, she explains that when she was strapping the adhesive part the cannula detached from the infusion set. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.